Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary; post market vigilance (pmv) led an evaluation of the device. Pmv functional testing included rotating the articulation knob. The instrument articulated properly and without difficulty. The handle was then actuated with the attached reload. The instrument did not cycle with the reload attached. The gears made a popping sound. The reload was removed and it was noted the instrument had proper timing. The handle was opened and damage was observed to the spur gear. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the instrument not firing may occur when trying to squeeze the trigger while the helix is jam. This causes the trigger to get stuck, and the trigger and its mating gear were damaged due to the excessive force that was applied to the trigger. The damaged gears result in a handle that does not properly actuate and tacks that do not seat properly. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the tacker would not articulate. The sales rep. Was not present at this case. Additional information requested via email to (B)(4). What surgical procedure was being performed? What is the patient age, weight, gender, race, ethnicity, or patient identifier (i.e. Initials or ID number, not the full name of the patient)? What is the UDI number of the device (located on the product packaging. What is the product ID, lot number, and UDI number of the reload used with this device? How was the issue corrected? Did any device component fall into the cavity of the patient? If yes, which piece fell in and how was it retrieved? Was there any unanticipated tissue loss as a result of this problem? Was there any tissue damage as a result of this problem? If yes, describe the damage and provide details on how the damage was treated/corrected. If yes, is the damage permanent? Was there blood loss of 500cc or more due to the product problem? Did the blood loss resulting from this product problem require a blood transfusion? Was the surgical time extended 30 minutes or more due to the product problem? Describe any adverse event which occurred as the result of a delay in surgery, (i.e. An extension of the hospital stay, infection, etc.?) Can you confirm that the clinical device is available and will be returned for evaluation? Should the customer(s) be notified of product analysis results, if available? (Customer response letter).